Manufacturer narrative:
Result: the proximal end of the packaging card was crumpled in the location where the hub of the benchmark delivery catheter (benchmark) would be seated during packaging. The benchmark was kinked in the proximal shaft approximately 2.3 and 4.7 cm from the hub. Conclusion: evaluation of the returned benchmark confirmed it was kinked. This type of damage typically occurs due to improper handling of the packaging card. If the benchmark packaging card is crushed from the proximal end in a distal direction, it is likely that the catheter will be forced into the rigid packaging tube and become kinked. These devices are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff noticed that there was a kink near the hub of the benchmark 6f 071 delivery catheter (benchmark dc) upon removal from its packaging. The damaged benchmark dc was found prior to use and was not used in the procedure. The procedure continued using a new benchmark dc.